Manufacturer narrative:
(B)(4).

Event description:
It was reported a transmission was sent via merlin.net for non-sustained rv oversensing. The device was oversensing the p-waves on the ventricular channel. Programming changes were made. The patient was good.